Event description:
It was reported that during a lap cholectomy procedure. The device could not load clip completely and jamming occurred at 1st firing. Another device was used to complete the case. There were no adverse consequences to the pt. No device returning.